Event description:
Tip from aspiration needle broke off when physician tried to aspirate bone marrow. Physician spoke to pt's wife on the phone who gave consent to physician to make an iliac crest incision to retrieve the tip as well as doing bone marrow aspiration. Procedure carried out and tip was retrieved.